Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a "break in the interface" of a polyflux 14l prior to use for hemodialysis therapy. There was no patient involvement. No additional information is available.